Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Device remains implanted.

Event description:
It was reported from the site that the patient has a routine clinic appointment on (B)(6) 2016. He was noted in clinic to have some mental status changes. It was felt these changes were more likely due to poor perfusion with anemia. He received 4 units of packed red blood cells and gi was consulted. A clip was placed over that site as well, to prevent bleeding. He was discharged home on (B)(6) 2016. No additional information available.